Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. Device interrogation before discharge revealed decreased sensitivity and high capture thresholds on the right ventricular lead. Chest x-rays revealed that the lead has dislodged. The physician elected to revise the lead on (B)(6) 2019. Patient was stable post procedure.